Event description:
Dealer states he charged the unit in his showroom overnight and the next morning he came into the showroom and he smelled a burning smell and the batteries had swollen and are stuck in the base.